Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd alaris pump module smartsite infusion set. The following information was provided by the initial reporter: material no.: 2420-0500, batch no.: 21063258. It was reported by the customer that the tubing came apart at the rubberized section of the pump segment. Verbatim: we have another product failure that I was sent today regarding carefusion tubing. Please see details below from the unit."we had a bd alaris pump infusion set ref 2420-0500 lot # (10)21063258 that came apart at the top of the "rubberized" section of the "pump segment". I have the actual product, as in the past this was sometimes sent to the company,thankfully it only contained ns not a hazardous drug and occurred during pump set up so there wasn't any direct patient exposure."please send me the pre-paid fedex label via email as I have packs and boxes to use for the failed product. Let me know what additional information is needed.

Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported bd gravity administration set experienced component separation. The following information was provided by the initial reporter: it was reported by the customer that the tubing came apart at the rubberized section of the pump segment. Verbatim: we have another product failure that I was sent today regarding carefusion tubing. Please see details below from the unit."we had a set that came apart at the top of the "rubberized" section of the "pump segment". I have the actual product, as in the past this was sometimes sent to the company¿ thankfully it only contained ns not a hazardous drug and occurred during pump set up so there wasn't any direct patient exposure."please send me the pre-paid fedex label via email as I have packs and boxes to use for the failed product. Let me know what additional information is needed." D.1. Medical device brand name: bd gravity administration set. D.4. Medical device catalog #: 42493e. D.4. Medical device lot #: unknown. D.4. Unique identifier (UDI) #: (B)(4). G.4. PMA / 510(k)#: k820278. H.6. Investigation: the customer reported a separation at the pump segment, and returned one used sample of material no.: 42493e. The sample was separated below the drip chamber and the complaint is verified. The root cause for the separation is insufficient solvent applied during assembly. No other failure modes were observed. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported bd gravity administration set experienced component separation. The following information was provided by the initial reporter: it was reported by the customer that the tubing came apart at the rubberized section of the pump segment. Verbatim: we have another product failure that I was sent today regarding carefusion tubing. Please see details below from the unit."we had a set that came apart at the top of the "rubberized" section of the "pump segment". I have the actual product, as in the past this was sometimes sent to the company¿ thankfully it only contained ns not a hazardous drug and occurred during pump set up so there wasn't any direct patient exposure."please send me the pre-paid fedex label via email as I have packs and boxes to use for the failed product. Let me know what additional information is needed."